Manufacturer narrative:
No device was returned, however, on (B)(6), 2021 a field service technician visited the user facility and replaced the device's board set. The device was inspected and tested appropriately. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The technical support engineer was informed by the technical staff at the user facility that there was no image with 160 / 180 series endoscopes with the evis exera iii video system center during inspection before use. The error occurs with different endoscopes and different spiral cables. No patient harm was reported.

Manufacturer narrative:
Corrected g2. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct applicable fields. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The phenomenon could be attributed to a faulty patient board. There was a design change of the operational amplifier circuit of the patient board. The subject device was manufactured prior to the design change. It is unclear whether this design change is related to the indicated event. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.